Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A link detachment was observed. The observed link detachment could appear similar to a needle to cuff miss, thus the reported cuff miss was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.